Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/25/2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient indicated that medical intervention was required but did not provide any further details. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint, dexcom received additional information regarding the reported event on (B)(6) 2016. It was reported that there was no medical intervention was needed at the time of event. No further event or patient information is available.